Event description:
A surgeon reported bilateral overcorrection following epilasik. This report will reference the patient's left eye. A separate manufacturer's report has previously been submitted for the right eye. The surgeon reported the surgery was completed without complication. Mitomycin c was used as the patient had frequent sun exposure. After surgery the patient was treated with anti-inflammatory eye drops three times a day for 3 weeks. On day ten post-op, the patient was noted to be overcorrected, and remained so at two months post-op.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).